Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned implants showed signs consistent with being implanted (scratched/nicked). The femoral and tibial components had foreign material on the distal surfaces and the posts of the patella and articular surface implants appeared to have been cut off and were not returned. Medical records reviewed confirmed the event reported. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen tivanium lps-flex option femoral component size e left catalog #: 00596801551 lot #: 64017665, nexgen standard all poly patella 32mm catalog #: 00597206632 lot #: 64178939, nexgen lps-flex prolong articular surface ef 12mm catalog #: 00596203212 lot #: 63658236. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-00847, 0001822565-2023-00849, 0001822565-2023-00851.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision approximately four (4) years post-operatively due to pain, instability, femoral loosening, recurrent patellar dislocations and patellar fragmentation. Competitor devices were used to complete the procedure. Revision operative records indicate that the knee joint was grossly unstable to varus-valgus stress and anterior-posterior stress. The femoral component was loose when tapped and the patellar component had uncovered eburnated bone.